Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited over-sensing noise, inappropriate mode switch, and high pacing impedance. No intervention was performed.